Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll united kingdom's service department, the reported malfunction was observed and attributed to the pace/defib engine board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The pace/defib engine board was returned to zoll medical corporation, united states for evaluation. The reported malfunction was attributed to a faulty high voltage capacitor on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.